Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl, seroma, lump/nodule. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported "ultrasound right breast 510 ml aspirated + sent for microbiology & cytology to exclude alcl. Microbiology -no growth after 48hr incubation. Repeat ultrasound right breast 12cc fluid found. Cytopathology report showed anaplastic large cell lymphoma (alcl), seroma associated, alk negative (ihc). Patient outcome/consequences: petct tumour." Follow-up reveals pathology results of the fluid are, ¿the cells have the following immunostaining pattern: positive ¿ lca (weak), cd3, cd43, cd4, cd30, occasional large cells are highlighted for granzyme b, cd15, and cd5 (mostly lost). Equivocal ¿ cd10 (granular staining). Negative - pan ck, s100, sox 10, cd20, cd7 and cd8 (highlight background small lymphoid cells), perforin, alk-1.¿ the markers cd30+ and alk- confirm the diagnosis of alcl. Device was removed.